Event description:
During a planned generator replacement surgery due to low battery, high impedance was detected on the new generator. Pin reinsertion was performed twice to rule out incomplete lead pin insertion as the cause of high impedance, but this did not resolve high impedance. Generator diagnostics on the new generator with the test resistor was ok. After the lead was revised, impedance was ok. Inspection of the old lead showed a lead break in the distal part (close to the coils) without exposure of the wires. The break was only visible when the lead was stretched. Product return is not expected. No further relevant information has been received to date.